Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, mildly calcified right carotid artery the acculink self expanding stent system (sess) could not be removed from the syringe and was advanced in the anatomy with the syringe attached at the back-end without any issue. It was noted that the stent slide handle was unlocked but the stent could not be deployed. The stent remained in the sheath. It was noted that while manipulating the handle in an attempt to remove the syringe and attempt stent deployment, the handle and case became separated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the luer was separated from the proximal end of the handle.